Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's responsiveness to sound with the device has deteriorated. Incident of accident or trauma is unknown.

Manufacturer narrative:
Additional information: according to the currently available information, a damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation at the explanted device is necessary.

Event description:
The patient's responsiveness to sound with the device deteriorated. Incident of accident or trauma is unknown. The child has not developed a fluent oral language and he uses signal language most of the time. This patient suffers other pathologies and the clinicians were considering re-implantation. However, no date for surgery has been set.